Event description:
Tested blood glucose on device in the morning and took insulin per routine and a while later customer passed out. Ems were called and the pt was transported to the hosp where cutomer "received a shot" for low blood sugar episode. Discrepant results occurred in the evening with no insulin medication taken between tests. No indication about whether treatment was given during evening by ems or at hosp.